Event description:
A customer requested remote servicing on their trilogy ev300 ventilator due to an external flow sensor error occurring. The flow sensor had been previously replaced with a new one approximately 3 weeks ago and the ventilator was used twice during this time. The spare part was received by the hospital on (B)(6) 2025, and the device had been restarted but there was a flow sensor alarm. There was no reported patient involvement. The manufacturer's remote service engineer closed the service case and stated that the issue was no longer occurring, and no work was performed by philips. No further investigation is required.